Manufacturer narrative:
The customer reported that the analyzer was "getting warm" after changing the batteries. No allegation of patient/user harm. No allegation of incorrect results. The customer did not know if the batteries were installed in the proper direction. Customer service instructed the customer to properly insert new batteries into the analyzer. The customer noted that the analyzer no longer was "getting warm". The analyzer was not returned.

Event description:
The customer reported that the analyzer was "getting warm" after changing the batteries. No allegation of patient/user harm. No allegation of incorrect results.